Event description:
The patient was undergoing mitral valve replacement at the time of the incident. The native valve was removed and the prosthetic valve was placed in the patient. As the patient was being taken off of bypass, the md noticed bleeding from the heart of unknown origin. The patient was then placed back on bypass and the heart was inspected. The ventricle had a rupture near the left atrium per op-report. The rupture was originating near the valve per record and a pledgeted suture repair with bioglue was used to reinforce the repair. The prosthetic valve was removed and replaced with a different valve from a different manufacturer. The repair was completed and the new valve was seated. The patient was then taken off of bypass and found to have bleeding from the same site. The bleeding was at first "manageable" then became "torrential". The patient expired. The operative note indicates the patient's ventricle was friable and "tissue paper thin." The surgeon suspects the patient's death was related to the quality of the cardiac tissue and not related to the device.